Manufacturer narrative:
The pod arrived fully deployed. No timeouts or drive stalls were observed. The pod delivered over 200 pulses, including an immediate non-priming bolus. No damages or deficiencies were observed on the needle mechanism, which was reset and redeployed successfully. No problems were found regarding the reported needle mechanism complaint. Inspection of the soft cannula did not find it to be bent, kinked, or otherwise damaged.

Event description:
It was reported that the pink slide insert did not move into the viewing window, which indicates a failure of the needle mechanism to deploy as intended during activation. The patient's blood glucose (bg) values reached 327 mg/dl while wearing the pod between 4 and 24 hours. Upon removal of the pod, the cannula was found to be bent. As treatment, the patient changed out the pod.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported needle mechanism failure and bent cannula or to determine its root cause. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.